Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4)

Event description:
It was reported, during the implant procedure the physician was unable to implant the leads due to experiencing difficulty in screwing the leads. Troubleshooting was tried multiple times to no avail. As a result, the procedure was completed by using competitors lead. No adverse patient consequences were reported.